Manufacturer narrative:
When the technician investigated the multirall lift, he found that the attachment of the q-link to the s65-carriage was not done according to instructions causing the multirall lift to fall. The root cause has been determined to be user error. According to 7se125213 rev. 02 "extension arm multirall", hill-rom states that the user shall make sure that the q-link is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. The multirall can be mounted to the rail system in two different ways, depending on the intended use. When mounted with the lift strap under the lift unit, it works as a normal overhead lift. When mounted with the lift strap above the lift unit, multirall becomes a flexible room-to-room lift that can be used for transfers of patients between different rail systems in different rooms without requiring openings over doorways. In this case, the lift strap was mounted above the lift unit. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a multirall lift detached from the rail. The lift was located in (B)(6) at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).